Event description:
After turning off the desflurane vaporizer, a flashing red light and alarm sound was observed from the desflurance vaporizer. The desflurance "concentration/on-off" dial could not be moved from the "off" position. The electrical plug to the vaporizer was then disconncected for the next 7 -8 minutes. Patient was emerging from anesthesia, breathing spontaneously without difficulty. Following extubation, patient had probable laryngospasm and was reintubated. M.d. Could not adequately fill the reservoir bag of the anesthesia machine without simultaneously holding/pushing the 02 flush button. A loud gushing air sound was noted near the desflurane vaporizer. It was also then noted that the patient appeared to be in pulmonary edema as evidenced by the presence of pink frothy material emanating from the endotracheal tube. Chest x-ray showed bilateral infiltrates.